Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 98% stenosed lesion was located in the severely tortuous and severely calcified left circumflex artery. (Lcx). The lesion was progressive. The physician advanced the maverick2 monorail ptca catheter to the lesion site using excessive force, however, the shaft of the maverick located outside of the pt's body broke. The maverick was never inflated. The physician used another of the same device to successfully complete the procedure. No pt complications were reported and the pt's status was noted as "stable".

Manufacturer narrative:
(B)(4).